Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and homechoice cassette. This occurred during use of the devices for peritoneal dialysis therapy. After the transfer set was connected to the cassette and more power was applied, while they are engaged, it made a sound, and then goes back and forth, and then rotated again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.